Event description:
It was reported that during implant after the second attempt to recapture the leadless implantable pulse generator (ipg) the tether of the delivery system tore apart and the leadless ipg migrated to the pulmonary artery. The leadless ipg was recaptured successfully with triple snare and was moved to the right atrium. However, from there the leadless was lost and was retrieved after nearly three hours using multiple catheters/snares. The leadless ipg was moved back into the introducer and became stuck inside the introducer valve. The patient's hospitalisation period was extended. The leadless ipg, delivery system, and introducer were attempted not used and safely removed outside the femoral vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID mc2avr1 serial (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product ID mc2avr1-delsys serial (B)(6) : medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.